Event description:
An intuitive sales representative was contacted by the hospital site sterile processing department (spd) manager regarding several positive pseudomonas cultures that occurred after combined ion biopsy procedures followed by bronchoalveolar lavage (bal) activities using a standard bronchoscope. The site reportedly had an unspecified number of events that was stated by a physician as "greater than 5" positive pseudomonas cultures from the stated testing. Intuitive representatives went on site and it was clarified that they were flushing fluid through the ion catheter tool channel at the end of the procedures, and were sending that fluid to microbiology for testing post-procedure; unspecified multiple culture results came back positive for pseudomonas. There were no specific procedure dates or any additional information for some of the events. A physician said there were zero infections for his patients, they were monitored, none had any symptoms, and no antibiotics or other medical treatment was required. The intuitive representatives performed an onsite observation and review of the site¿s procedure room, transport process, storage practices, water quality, environmental conditions and reprocessing workflow procedures. Atp (adenosine triphosphate) testing was not currently included, but it was being considered. On-site training was schedule for the or staff on the ion system (point-of-use) and spd reprocessing.

Manufacturer narrative:
This is a general report representing the "greater than 5" events reported by the physician. The spd manager at the time of the on site visit had mentioned a total of 5 events. There is insufficient information to determine the root cause of the source of the pseudomonas bacteria cultured. The individual ion catheters used were not provided and additional site testing was not provided. Information provided by a physician stated there have been no patient infection reports. Although information provided by a physician stated there have been no patient infections reported, this is conservatively reported as a serious injury. The intuitive surgical device reprocessing representatives who reviewed the site's ion process determined the source of the culture specimens, and some other observations such as: no dedicated ion biopsy procedure or team, point-of-use instrument handling protocols offered opportunity for contamination, point-of-use initial post procedure cleaning was not performed per the IFU; spd reprocessing deviations relating to solution preparation, leak testing, final rinse steps. Additionally, no continuity tester calibration since november 2024. Complete training for site personnel is scheduled. Section b3 event date: the customer reported that the first pseudomonas cultures from the ion tool channel were available in may, no specific dates were provided. Section d suspect medical device: no information was available regarding specific ion catheters used; therefore, the ion system information is provided. Section h10 related records: additional related record 2955842-2026-32581.